Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/12/2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report on (B)(6) 2013, the patient had experienced low blood glucose level of 40 mg/dl. The patient did not report experiencing any symptoms as he fell asleep and did not eat anything. The patient administered self-treatment by consuming soda and felt better afterwards, with a blood glucose level of 120 mg/dl. He did not seek any medical attention. Troubleshooting revealed the pump basal setting was not set correctly, which can contribute to inaccurate insulin delivery. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not programming the pump¿s basal settings correctly. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia afterwards, and received treatment with food, this complaint is being reported.